Event description:
It was stated that the customer was hospitalized for hypoglycemia. No blood glucose reading was reported. It was stated that the customer had been experiencing frequent hypoglycemic episodes since starting insulin pump therapy, which was complicate by her addison's and celiac disease. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.